Event description:
An article "retrieval of an aspirated voice prosthesis in the awake laryngectomised patient" puiblished in ent & audiology news, dated 3 march 2021, was found regarding retrieval of an aspirated voice prosthesis.